Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the user interface pcb assembly. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer.

Event description:
It was reported to physio-control that the customer's device had a white display. A white display is indicative of a device lock-up. During device evaluation, physio-control observed that the device had the service led illuminated and had logged multiple event codes into the device memory. It was verified that the device would lock up. There was no patient use associated with the reported event.